Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the liner impactor has cross threaded on cup impactor.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint; impactor is cross threaded on cup impactor. The impactor tip was able to be disassembled from the impactor. The threads of the impactor tip exhibited deformation (damage) that is not possible with the intended use of the handle. When the damaged impactor was attached to the impactor head, damage to the impactor head internal threads occurred and made disassembly difficult. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d10. Corrected: h3. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.